Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the diabetic clinic due to a blood glucose level of 353-354 mg/dl and moderate ketones. High bg cause was not known. Customer was monitored for three hours and treated with fast-acting insulin to address high bg. Customer reverted to manual injections for insulin therapy. No issues were identified with the cartridge, infusion set tubing or cannula in use at the time of the event.